Event description:
It was reported that: "doctor requested a small 10mm insert for implant. He was given a small 10mm insert. Pt was closed and had received dressing but still intubated. It was discovered that the mrh 10mm small insert was still in a tote near spd. Surgeon was informed. Pt was re-prepped, reoperated on to place proper implant in her. The removed bumper was discarded and replaced with a new component.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.